Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device could not secure cutter. The device was being used in surgery. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no add'l info available.